Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-03774. It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target lesion was located in the rca (right coronary artery). A 3.5x20mm ion stent was placed successfully. The physician then advanced a 3.0x28mm ion stent to the mid rca but was unable to cross the lesion and the 3.0x28mm ion stent became stuck on the implanted 3.5x20mm ion stent. The physician was able to remove the 3.0x28mm ion stent; however, both stents were flared in the process. Another stent was placed in the intended location in the mid rca. A third stent (3.5x20mm ion) was placed proximally into the ostium, overlapping the flared stent struts on the first 3.5x20mm ion stent. The case was completed with no patient complications. The patient status is okay.